Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 00801803202, femoral head sterile product do not resterilize 12/14 taper, 61694986, 00784801200, modular neck e 12/14 neck taper use with +0 heads only, 61680685, 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, 61636902, 00620005022, shell porous with cluster holes 50 mm o.d., 61661039, 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 61620339. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00491, 0001822565 - 2018 - 03301, 0002648920 - 2018 - 00492, 0001822565 - 2018 - 03302.

Event description:
It was reported that patient underwent a hip revision surgery approximately 5 1/2 years post implantation due to pain, corrosion, elevated metal ions, loosening, poly liner wear, and impingement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Please void this submission. It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information